Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending pd treatment. The patient reported receiving a balloon valve leak alarm during dwell 1 of 4 and the treatment was cancelled. There was fluid found in the pump module area and there was a hole seen in the cassette. It is unknown at which point in therapy the leak may have begun. Upon follow up, the patient¿s pd nurse reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient finished treatment with manual set up that same evening and then resumed use of the cycler the next treatment and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is not reported as being available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending pd treatment. The patient reported receiving a balloon valve leak alarm during dwell 1 of 4 and the treatment was cancelled. There was fluid found in the pump module area and there was a hole seen in the cassette. It is unknown at which point in therapy the leak may have begun. Upon follow up, the patient¿s pd nurse reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient finished treatment with manual set up that same evening and then resumed use of the cycler the next treatment and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is not reported as being available for return for physical evaluation by the manufacturer.